Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus,migration'), device breakage ('breakage') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain") and weight decreased ("weight loss."). The patient was treated with surgery ((hyst. (Full), salping(bilateral) and hyst. (Full), salping.(B)(6) 2016 (hyst. (Full), salping.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, fatigue, tooth disorder, alopecia, hormone level abnormal, migraine, headache, nausea, neoplasm malignant, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, fatigue, headache, hormone level abnormal, migraine, nausea, neoplasm malignant, pelvic pain, tooth disorder, uterine perforation, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus, migration'), device breakage ('breakage') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain") and weight decreased ("weight loss."). The patient was treated with surgery ((hyst. (Full), salping(bilateral) and hyst. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, fatigue, tooth disorder, alopecia, hormone level abnormal, migraine, headache, nausea, neoplasm malignant, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, fatigue, headache, hormone level abnormal, migraine, nausea, neoplasm malignant, pelvic pain, tooth disorder, uterine perforation, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events.following events were added: pelvic/abdominal, migration/perforation uterus breakage, fatigue, dental probs., hair loss, hormonal changes, migraines, headaches, nausea, cancer, vision probs, weight gain, weight loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.